Event description:
During a follow-up, the patient reported two days of mild chest discomfort. Device interrogation showed high capture thresholds and low sensing thresholds. Chest x-ray did not clearly demonstrate dislodgement as suspected. Echocardio-graphy revealed a small pericardial effusion. Twenty four hours later, the patient presented distressed and hypotensive. X-ray revealed a large pleural effusion. Tomography revealed cardiac perforation. The lead was explanted.

Manufacturer narrative:
Na